Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported failure. Please see updated sections: g4, g7, h2, h3,h6 and h10. The device history records for this device was not performed for this complaint as an incomplete lot number has been provided. Several follow ups were made to the user, however, no response was received. As no device was returned and no pictures of the device failure provided, we are unable to determine the root cause of the reported issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is to inform a correction on the facility number. The facility number is being updated from facility number (B)(4) to correct facility number (B)(4). See updates on section: g4, g7 , h2 and h10.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the tip of the access sheath fell off in the patient during procedure. The type of case performed was not reported. According to the reporter, the tip was retrieved and no patient impact or harm was reported due to the event.